Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+2.5/102 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise and refractive change overtime. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture, residue and debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Refractive (functional) verification was performed and the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
B5 - corrected to: " the reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens, -07.50/+2.5/102 (sphere/ cylinder/axis), in the patient's right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown." Claim #(B)(4).